Manufacturer narrative:
The intraocular lens was inserted and removed during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a broken haptic with loading issues. The iol was implanted and removed during the same procedure. Incision enlargement was required. No sutures or vitrectomy were required. There was no serious patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/11/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for investigation. The plunger was observed in the advanced position and the cartridge was correctly engaged into the lower body of the device. No assembly error and/or defect related to the manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. No viscoelastic residue was observed in the return. The lens was received out of the device and cut in two pieces with a detached haptic. The detached haptic was stuck inside the device. The reported issue was verified. However, the condition in which the sample was received could be related to the removal process of the lens from the patient eye. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.